Manufacturer narrative:
(B)(4). Two (2) caresite valves, without packaging were returned in conjunction with this complaint. The samples were decontaminated and tested per specification for leakage. Beginning at 0 psi and gradually increasing water pressure, there was leakage was observed on one of the samples. The second valve did not leak however, the reported defect was confirmed. Although the reported defect was confirmed, a definitive root cause cannot be determined at this time. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. While we are unable to confirm the root cause of the reported defect, all available information regarding this occurrence has been forwarded to our mrb business unit leaders in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
As reported by the user facility: it was reported that leaking and cracking occurred. Skin irritation on the upper left arm of patient occurred. No further details could not obtained.